Event description:
Per the edwards clinical specialist report, during a transfemoral tavr procedure a right common femoral artery perforation was noticed after removal of the 24fr retroflex3 (rf3) introducer sheath. The 28 mm dilator was inserted and removed and the 24f sheath inserted without incident. The 26mm sapien valve was deployed in good position. After removal of the 24fr sheath the angiogram showed a perforation in the right common femoral artery which was repaired with two covered stents (10 x 15). The patient received 7 units of rbcs. The access site was closed and the patient recovered in surgical ICU. It was discussed with the physician the importance of the diameter of the vascular access as compared with the sheath circumference.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the tavr procedure. The edwards thv patient screening and training manuals instruct the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 24 fr sheath is 8 mm. In this case, it was reported that the minimal lumen access site diameter was 7.5mm. In addition, there was severe vessel calcification, and mild tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the reported severe vessel calcification and the less than recommended minimum lumen vessel diameter , likely caused or contributed to the reported vessel dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.